Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing separated at the upper fitment upon initiating an infusion of normal saline. The event occurred at the chemotherapy clinic. There was no patient injury.